Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was reported that there was mechanical issues with the system. Four sliders were replaced as well as the winch assembly to resolve the issue. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the customer was performing an internal training and they were performing an emergency opening. The door will now not open and they have damaged the mechanism.